Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed cold pixels during both trajectories. On trajectory one (1) the laser power was noted to be lowered. The user did not let off the foot pedal once the cold pixels were observed. It was also noted that the physician performed a biopsy prior to the ablation procedure but only on the second trajectory (left side); the biopsy was flushed with a solution. There were no patient complications reported in relation to this event.